Manufacturer narrative:
Product event summary: data files were returned and analyzed. The two image files returned from the field were reviewed. Both image files were of a voltage map. In conclusion, the reported clinical issues (pericardial effusion) cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient required hospitalization. The adverse event was noticed as the physician was moving from the left pulmonary vein (pv to the right pv after completing the wide area circumferential ablation on the pulmonary vein's. However, it's suspected that the event occurred during transseptal access and wasn't noticed until then.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: transseptal needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure in the left atrium for the treatment of paroxysmal atrial fibrillation, a pericardial effusion was identified on intracardiac echocardiography (ice) as ablation began on the right pulmonary veins after completion of the left pulmonary veins. Pericardiocentesis was performed after the sphere-9 catheter was removed, draining 480 cc of fluid. The patient's vitals remained stable throughout the case and during pericardiocentesis. The pericardiocentesis was completed successfully, the patient was extubated. The procedure was completed as intended. No further patient complications have been reported as a result of this event.